Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient was not wearing dexcom equipment during hospitalization. Patient reported being hospitalized for pneumonia. There was no alleged device malfunction. No additional event or patient information is available.